Event description:
Add'l info rec'd from MFR 6/16/04: avd response: this event was reported to FDA because of the inability to remove the perclose a-t device from the patient. The physician attempted arteriotomy closure via the right femoral artery following a left catheter ventriculogram, coronary and graph angiogram diagnostic procedure. Fluoroscopy was used to verify the access site location; the condition of the artery was not reported. It was reported that two devices were used in attempting to close the artery. Information regarding the first device is unknown.the physician was unable to remove the second device from the patient. The j-wire remained in place in order to maintain arterial access. Direct pressure was held at the site while a surgical consult was requested. The patient was transported to the operating room and underwent an exploration and repair of the right femoral artery. The procedure lasted 54 minutes and was well tolerated. The device was removed, the artery was repaired and hemostasis was achieved. The estimated blood loss was 100 cc; the pt was transfused with two units of blood. The pt is without right leg ischemia and was discharged from the hospital in stable condition five days after the event. The risk mgr stated that there are no pieces remaining in the pt. The device was not returned for investigation. MFR reviewed the device history record for the lot number. There were no observations relevant to this investigation. MFR was not able to establish a root cause based on the available info. The date MFR became aware of the event was 4/6/2004. The current status of the device is unknown.

Event description:
At the end of the cardiac cath procedure, the cardiologist was unable to retrieve the perclose device that led to bleeding from the right femoral artery requiring constant pressure. The pt required emergency surgery for hemostasis and retrieval of the perclose device.